Event description:
In 2005, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. In 2005, the pt developed urinary retention, numbness of the right foot, and foot drop. Further intervention has not been performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted and involved in this event: tg3715/lot #03612102. This event also involves a gore introducer sheath with silicone pinch valve, please refer to medwatch # 2017233-2008-00018.